Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid (csf) leak occurred during a lead replacement (reference manufacturer reference numbers 1627487-2019-14014 and 1627487-2019-14015). The patient indicated having a headache which has since resolved.